Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia pump jammed and the customer could not get it out of pump jam. The customer had to hand crank. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Sales representative has changed the tubing pack so the pump james will not occur anymore (changed the durometer on the specs for the customer's pack on the cardioplegia line to 65 from 70).